Manufacturer narrative:
This report is submitted on 3 august 2020.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2020 to re-position device, infection was present and the patient was administered IV and oral antibiotics.

Manufacturer narrative:
This report is submitted on 23 october 2019.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator subsequently the device was repositioned back into position (date not reported). The implanted device remains.